Event description:
It was reported during pre-screening that when the drill was plugged into a core console, an error message appeared indicating the drill was overheating. There was no patient involvement and no user injury reported. No adverse consequences alleged with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the motor assembly was replaced. The handpiece was returned to the customer.